Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: h3. Analysis was performed on [product ID 97755-s lot# serial# (B)(6) ] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported having issues over the weekend beginning on saturday with recharging their ins. Pt stated the charge was floating in & out taking 50 minutes to get the ins battery level from 60% to 100%. Pt described seeing software problem [99] - (1. Intellis; 2. 3.6; 3. 243; 4.--pt said they could not make out the information for line #4 reading it as gf_port-although, pss understood it to be qf-port) and 04 (pss understood pt was seeing system problem [77]-rm04). Pt remarked they notified their mdt rep yesterday regarding the problems and also had tried removing the controller (ptm) li battery pack (bp) and reinserting it several times.  During troubleshooting, pt detected what they said was a little cut where the rtm cord meets the antenna and one corner of plastic on the rtm connector plug is rough but antenna does not get hot. Pt said they mark equipment with a piece of paper which they staple around them in order to tell them apart. Pt also heard a little rattle inside the ptm when shaken. The issue was not resolved. A replacement controller and recharger (rtm) were sent out to the patient. No symptoms were reported. Additional information was received. Pt reported they got the new controller and rtm, and was able to pair it with the rep's help. Pt said they then went to charge the ins, but only charged for 7-8minutes when they felt the rtm and noticed it was very warm. Pt said both the paddle and box of the rtm got warm. Pt talked to their rep and they said the cord could get warm, but not hot. Pt said they also saw white flecks, like dandruff on the paddle and where cord meets the paddle. Pt said the white flecks did not brush away. Pss reviewed rtm cord could get warm, but shouldn't get hot while charging. It was reviewed to monitor rtm next time they charge and see if the cord got hot, and call back if it did. It was later reported that the rtm did get hot and the patient had a problem last week and they were told to call medtronic because pt could not charge, pt was sent a new rtm and controller. The controller was working okay to pts standards but the rtm was not since it was getting warm and another part on the recharger was warmer. Today pt att empted to recharge their implant and the implant went from 70% to 90% battery in almost an hour when it use to take 15 minutes to go from 70% to 100%. Pt noted one time they were sent a new paddle and it lasted a long time and as of today this was the 4th day the pt was trying to get this issue resolved since it started acting up on saturday.